Event description:
It was reported that, prior to a procedure for hemostasis in the postpartum uterus, the sterile pouch of one bakri tamponade balloon catheter was found to be slightly open. As a result, the device was not used on the patient and was discarded at the hospital. Hemostasis was successfully achieved using a new same type of device from stock. A section of the device did not remain inside the patient's body. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1 - phone number: (B)(6), postal code (B)(6). H3 ¿ the device is not being returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.